Event description:
New information received indicates that the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a patient's remote transmission that the patient received inappropriate shocks due to t-wave oversensing. Low amplitude r-waves were also noted. Lead dislodgement was suspected. The lead was explanted and replaced.